Event description:
I had back surgery where the surgeon used a product called medtronic infuse. After some time, I developed overgrown bone, experienced significant pain and suffered other serious injuries. Nerve damage to back and legs. Can't stand for more than a few minutes at a time; the same for sitting or walking.